Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from pt and reported rm05 while attempting to charge their implant. Agent sent request to repair to replace controller. Pt commented they have nothing but problems ever since they got 'it' and reported 6 previous recharger replacements. Pt stated the recharger has just been defective.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed : connector damage. Stuck on "checking recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and stated they received the new controller but still having issues, same code of rm05, recharger was already replaced; pt added they've had multiple replacements of the external devices. Pt mentioned while recharging the implant other than the rm05 they'll also get replace the controller batteries soon and will have a black screen in which they would reset the controller to get it work again. Pt added they were able to be charged to 90% but they need to charge 2-3 times a day. Pt mentioned they don't have a managing physician or manufacturing rep to contact since they moved. Agent had pt blew air into the port and cleaned the plug and attempted to recharger. Pt was able to get excellent quality right away but pt mentioned they would get connections right away but will have the error code eventually while charging. Agent advised the pt to monitor for 30 minutes; agent will give a call to get an update. Agent made a callback to get an update and pt mentioned they had 7 minutes of charging and the controller came up with rm05. Agent reviewed error code to pt, then pt mentioned it will be their 7th paddle. Agent sent request to replace the recharger, sent physician listing to pt via email, and sent email to prs to add pt's email.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were seeing rm03 when trying to charge the implanted neurostimulator (ins) for about 2 weeks on and off. Caller stated they have been resetting the controller all week. Caller confirmed the recharger does sometimes get hot while charging - no patient harm was reported. Patient denied laying on the recharger while charging the ins. Patient stated they have not seen their doctor since implant and they do not have a managing physician. The issue was not resolved. A request was sent to repair to replace the recharger.